Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced pain in the thorax, perforation and pericardial effusion. The right atrial (ra) lead exhibited pacing failure and non capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.